Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 213 mg/dl. A system check was performed. The pump and infusion set tubing were found to be operating as expected. The customer declined to remove the infusion set site. Reportedly, the customer had been using apidra in the cartridge. The customer was aware that apidra was not labeled for use with the pump.